Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited a loss of pacing and impedance measurements greater than 2,500 ohms in bipolar mode several hours post-implant as a result of the ventricular proximal set screw connection.